Event description:
It was reported that a spectrum iq pump had a very low, almost non-existant alarm volume and failed preventative maintenance due to proximal occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had reduced audio. Occlusion testing was performed, and the device was able to properly detect an upstream and downstream occlusion. A review of the event history log revealed 'upstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'pump fails pm due to proximal occlusion' was not verified. The reported condition 'low, non-existent alarm' was verified. The cause was determined to be the detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.